Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 199:117:284 was confirmed and reproduced during service evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. The user interface module software version is 6.13.90. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an 199:117:284:0000 failure code. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.